Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in clinic. After initial programming was attempted, the pulse generator exhibited backup vvi operation. The device was scheduled to be explanted electively due to approaching eri.